Event description:
It was reported that occlusion alarms occurred. System check was performed with tandem technical support (cts), and there was a blockage in the cartridge. Customer changed the cartridge and resumed insulin therapy. Reportedly, the customer exposed the pump to an x-ray scanner. Customer¿s blood glucose level was 200-240 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: do not expose your pump to x-ray screening used for carry-on and checked luggage. Newer full body scanners used in airport security screening are also a form of x-ray and your pump should not be exposed to them. Notify the security agent that your pump cannot be exposed to x-ray machines and request an alternate means of screening.